Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that after starting IV & connecting to the extension site, the nurse noticed that there was some leaking from the threads of the set. The IV dressing was removed, a new dressing applied, and the fluids were restarted at a wide open to gravity rate. The leaking reoccurred and the fluids were stopped. The extension tubing and site dressing was changed, no more leaking was noted, and the infusion completed without further incident.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Functional testing was performed; no leaking was observed. The extension set was performing as intended. The root cause of the reported leak was not identified.